Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable cause of the reported difficulties may be due interaction with another device.(B)(4).

Event description:
It was reported that stent inadequate apposition and stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous right coronary artery (rca). Following pre-dilatation, a 2.50x28mm promus element stent was implanted to treat the lesion. However, the stent appeared to be malapposed. Subsequently, a non-compliant balloon was the advanced for post-dilatation; moreover, upon advancing the device, the balloon caught up with the proximal edge of the stent which had caused the stent to be deformed. A 2.75x28mm promus element stent was then advanced and implanted proximally, overlapping the stent. Post-dilatation was again performed and the procedure was completed. No patient complications were reported